Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.

Event description:
The pt had a ams sparc sling implanted on (B)(6) 2004. It was reported that "within a very short time" following the implant, the pt "had one small area on the vaginal wall that was rough and uncomfortable especially during intercourse." The pt indicates that she now has multiple areas of erosion through the vaginal wall, she experiences pain, dyspareunia, and continued incontinence that requires she wear protective pads at times of stress or when she is not near a rest room. It was indicated that the pt will have a surgery in the near future to remove the mesh, and that multiple surgeries may be required.